Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the severely tortuous obtuse marginal branch. After pre-dilation, a 3.0x16mm taxus element stent was advanced, but could not cross the lesion. The 3.0x16mm taxus element stent was removed from the patient and then again advanced, but still was not able to cross the lesion and stent damage occurred. The procedure was completed with a different device. No patient complications occurred and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).